Event description:
It was reported that multiple reprogrammings were done. It was also reported that the patient had a seroma post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an implantable neurostimulator(ins) implanted on the "wrong side." The patient stated that "the health care provider put it in on the wrong side, so it did not work for him." It was also reported that the ins was explanted. Additional information has been requested and if information is received, a supplemental report will be filed.